Event description:
It was reported that a diagnostic anomaly resulting in erroneous parameters was observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.